Event description:
The patient was admitted with right hip pain. The patient had a hip replacement several years ago, which has been subsequently recalled. The patient reported when she walked she felt the hip "move". The patient reported having had a recent x-ray that confirmed the hardware had moved. The patient presented to the hospital for revision of a right total hip arthroplasty. Revision of a right total hip arthroplasty with all components was completed. A posterior arthrotomy was performed. The hip revision was completed without complications.